Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were examined by their dentist for treatment to straighten the alignment of their lower arch. The patient will need interproximal reduction to achieve successful orthodontic aligner results on their lower arch. The patient will need to wear aligners 23 out of 24 hours per day. The dentist recommended to have the treatment done in a clinical setting with a dental provider who can perform necessary procedures and track the patient's tooth movement and create refinements as needed. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.